Event description:
It was reported that patient presented in clinic for follow up. Lead exhibited noise which led to multiple inappropriate atp therapies. Lead was explanted and replaced. Patient condition is good after the event.